Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. Multiple contact attempts have been made. Upon receipt of the device for complaint evaluation, a supplemental MDR will be submitted.

Event description:
Per the information provided, during an achilles tenotomy, the nose cone melted half way down. The microtip was hot, started bending and eventually melting. No melting debris was stuck in the patient and the failure had no effect on the patient or the doctor. The doctor and patient were not burned. Another microtip was used to complete the procedure. Per the reporter, there was no injury or harm to the patient or doctor caused by the failure.

Manufacturer narrative:
Date of event was originally reported as (B)(6) 2017. The date of the event was (B)(6) 2017.

Manufacturer narrative:
We have received the actual device (tx microtip) for evaluation and testing to verify the reported complaint. Visual inspection of the returned device confirmed the melted case nose. Further evaluation showed that the case nose split approximately 0.5" from the distal end of the needle. We were able to perform the functional testing on the returned device with passing results. Based on the evaluation, we have confirmed the reported complaint; we were unable to find the actual cause of the reported failure. However, an improper technique applied during the surgical procedure causing the needle to rub against the case nose is the likely cause of the failure.